Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07009. It was reported that the patient presented remotely. Review of the transmissions revealed right ventricular (rv) oversensing, noise inhibition, and noise reversion episodes. In addition, sensing on the rv lead had decreased. The patient also presented to the emergency room with episodes of light headedness that resolved when he sat down, and it is believed that the ventricular noise inhibition could have contributed to these episodes. The device was reprogrammed to address the oversensing. The pacemaker also went into backup mode during a cyber security update, and the device was recovered. The system was then explanted to upgrade to a magnetic resonance imaging compatible pacemaker system and to address the rv lead issues. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.